Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6006533 in question was manufactured at the reynosa site. DHR review: the lot 6006533 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac 10, on 11-apr-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing: the lot 4c05880 was manufactured according to the wi version 62 in the gluing of tubing in the line 08, on 28/mar/2024, with a total of (B)(4) units. The lot 4c05915 was manufactured according to the wi version 62 in the gluing of tubing in the line 08, on 08/apr/2024, with a total of (B)(4) units. The lot 4d01239 was manufactured according to the wi version 62 in the gluing of tubing in the line 05 and 06, on 09/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing marred causing a spot that looked like air event on (B)(6) 2025.the infusion set was in use for less than one day. No further information available.